Manufacturer narrative:
Event was reported by pt directly to coopervision's customer svc. It is unk which eye is involved in the incident. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no conclusion can be drawn. This is being reported as a corneal ulcer with no direct causal relationship established between the medical device and the incident. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.

Event description:
Pt put an avaira toric (enfilcon a) contact lens in on (B)(6) 2011. Vision was blurry however, pt wore the lens the rest of the day. Pt removed the lens at the end of the day and the eye "exploded" with pain. Pt went to an urgent care facility and was then sent to the ER. ER gave pt antibiotic drops and vicodin for pain. Pt was referred to an ophthalmologist and was diagnosed with an ulceration. Pt was seen for a f/u on (B)(6) 2011. Pt's eyes were still blurry and was told it may take some time to fully recover.